Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode had delivered multiple inappropriate shocks to the patient due to oversensing of noise and friction in the header spring contact. No oversensing was able to be reproduced by palpating the xiphoid area. Surgical intervention was later performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode had delivered multiple inappropriate shocks to the patient due to oversensing of noise and friction in the header spring contact. No oversensing was able to be reproduced by palpating the xiphoid area. Surgical intervention was later performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.